Event description:
Re-intervention has been performed a thromboembolism from the cardiac origin (intra atrial thrombus). According to physician, there is no relationship with stent graft.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (vessel occlusion); patient¿s condition affected effectiveness of device (anatomy related). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related); known inherent risk of a procedure (vessel occlusion).

Event description:
An endurant aui stent graft system was implanted for the endovascular treatment of a 5.3 cm in diameter abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 20 mm, proximal diameter of non-aneurysm aortic neck was 25 mm, distal diameter of non-aneurysmal aortic neck was 26 mm, diameter of iliac aneurysm was 21 mm, diameter of right iliac artery was 14 mm, diameter of left iliac artery was 12 mm, diameter of right femoral artery was 11 mm, diameter of left femoral artery was 8 mm. Degree of circumferential thrombus and / or calcification was 10 percent. It was reported that the left common iliac artery was occluded and required a right to left cross over bypass at implant. There was a technical observation noted four month post index procedure. It was reported that a CT with contrast revealed there was an arterial occlusion of the superficial femoral arteries bilaterally. The aneurysm was 50 mm in diameter. No intervention was performed. No additional clinical sequelae were reported.